Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up, it was noted that this pacemaker experienced a lead safety switch. It was also noted that the right atrial (ra) lead displayed pacing impedance measurements above 2,500 ohms. It was noted that pacing and sensing on the lead have remained normal and are in unipolar configuration. Boston scientific technical services (ts) was contacted and a ts consultant discussed how the lead safety switch algorithm operates as well as additional troubleshooting to utilize while investigating the issue. No adverse patient effects were reported. The ra lead is not a boston scientific product. The programming for this ra lead has been left in unipolar mode and the troubleshooting was relayed to the physician to use at her discretion. There were no allegations against the functionality of the pacemaker.